Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support via phone. The troubleshooting steps are following the reporter to navigate through menu - view saved imaged - manage image - delete - all - enter (r) - yes, which successfully cleared the e302 error. The reporter then verified the system configuration by pressing switch info on the keyboard and confirming that scope switch 4 was set to release 1. They also confirmed proper functionality by pressing scope switch 4 and observing that the indicator light activated. Finally, a scope was connected and four test images were captured using scope switch 4, which were saved successfully to the video system center internal buffer memory without the e302 error recurring or any further live feed freezing issues. The customer informed technical assistance support of the event. The device will not be returned to olympus for evaluation.

Event description:
The customer reported live feed freezes intermittently during colonoscopy procedure which was completed with the same device involving an olympus video system center. There were no reports of patient harm.